Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode part was missed after removed from body. Customer's blood glucose value was unknown at the time of incident. The green light of the transmitter did not flash in the same way. The sensor will not be returned for analysis.